Event description:
Per information provided: (B)(6) 2015- patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light meshes (device 1 and 2). Per op notes, ¿indirect hernia sac was identified in the right and left inguinal region and were dissected. A 3dmax light meshes (device 1 and 2) were placed in the right and left position with adequate medial overlap covering from bilateral myopectineal orifices and tacked¿. (B)(6) 2017- patient was diagnosed with recurrent right inguinal hernia, right groin pain, left inguinal pain, abdominal pain, thereby underwent laparoscopic repair with explant of 3dmax light mesh (device 1) and implant of synthetic mesh. Per op notes, ¿a small right indirect inguinal hernia was identified underneath the mesh (device 1). There was no recurrent hernia or adhesions on the left side. The mesh in the right side (3dmax light mesh-device 1) was dissected. A synthetic mesh was placed into right preperitoneal space and tacked¿. (B)(6) 2018- patient was diagnosed with left inguinal groin pain, thereby underwent robotic assisted laparoscopic repair. Per op notes, ¿minimal adhesions were noted on the right groin region and was lysed. The 3dmax light mesh (device 2) was encountered and the tack was removed and no injuries in the 3dmax light mesh (device 2).¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.